Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cysto-nephro videoscope's rubber around the wiring was split and broken, exposing the wires. The issue occurred during a diagnostic cystoscopy procedure. The event occurred during sedation, while the device was outside the patient. There were no reports of patient harm.